Event description:
A surgeon reported following a glaucoma filtration shunt procedure that the patient had experienced elevated eye pressure that was caused by the device being clogged. The shunt was removed. In a f/u, the surgeon reported the patient had a cataract extraction in the past resulting in a vitreous prolapse to the anterior chamber due to aphakia. It was concluded that the shunt was clogged by vitreous in the anterior chamber because an anterior vitrectomy was not performed prior to implanting the shunt.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. No data regarding product identity was rec'd, no lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Add'l info has been requested. (B)(4).